Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The returned unit inflated and inflated without issue. The returned unit was inflated / deflated three times with and without the stylet wire contained in the tubing and the reported defect could not be detected on the unit returned for evaluation. A probable root could not be determined as the reported defect could not be detected on the unit returned for evaluation. All of our products undergo a four hour inflate / deflate test and it is at this stage of the process that any defected are identified and removed from the lot. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device tracheal cuff had a deflation failure. There was no patient involvement.